Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt stated the ins "started out feeling wonderful" and then they "got really sick" (no indication related to device/therapy) and was laying in bed and when pt went to turn the ins on, they got shocked. Pt reported she noticed that the ins was "moving" and wasn't in the same position. Pt reported the ins never really helped their back and reported "all it's ever done are my hips and legs and feet". Pt stated her hcp indicated this is due to "where they put the probes" and stated "they weren't in the correct space to do my back" and that's why "they were doing the legs". Pt reported she went to an hcp yesterday and her stimulator has shifted and is "on top" of her spine and "two of the leads are touching each other". Pt stated this is all related to the reason pt needs the MRI scan. Pt confirmed no recent trauma/falls. Pt noted that all issues were going on "since probably february or march" and later stated "it could have even been april".